Event description:
It is reported by the retailer that the end user uses the device daily for the past 10 years. The end user reported that he replaces the device every half year. It is reported that in the last one year, the end user has had "several" episodes of general infection/fever which "felt like the flu." It is reported that these several episodes were treated with antibiotics. The retailer does not know how many infections, however he will try to gain the info.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable serious injury. It is reported that the end user "was recommended to stop using the device." It is reported that "at this moment the end user has no infections/fever and is not under medical treatment." It is reported that the end user asked the retailer whether the infections might be the cause of the low product exchange rate twice a year. The lot number was unavailable because the end user stated the he did not have the retail box available. The actual date of event is unk, so the date used was the date convatec became aware. No add'l info has been provided to date. Should add'l info become available, a f/u report will be submitted.